Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received 2 relative samples from the same lot, from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for stopper creep out/loose caps with the incident lot# 5089837 was not observed. A review of the manufacturing records was completed for the incident lot# 5089837 and no issues were identified. Unconfirmed complaint. An absolute root cause for this incident cannot be determined. Bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the stopper caps are not attached properly and creeping out, during use, from bd vacutainer® glass plasma tube (13x75 mm,4.5 ml) with the lt. Blue bd hemogard¿ closures. No serious injury, blood to mucous membrane exposure or medical intervention was reported.